Event description:
Healthcare professional later reported baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d9, h3, h6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as fold flow opening. Missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure creases and non-penetrating nicks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and rupture. The device has been explanted.